Event description:
Customer reported that the date and time set in their freestyle flash blood glucose meter had changed spontaneously. Customer also reported to be a user of the precision link data management system. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
There is a known malfunction with the precision link software. Incorrect trending of results can occur when results obtained on a meter set with incorrect date and time are uploaded to a computer. Customers and retailers have been informed.